Event description:
Blood glucose results of "183mg/dl , 346mg/dl and 187mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision.